Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
Remote support from the customer care solution was received and determined the device was alarming due to the pads cable connector needing to be inserted. The customer plugged the pads cable connector into the device's connector port resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was the pads cable connector being disconnected. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer plugged the pads cable connector into the device's connector port resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.